Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra easy meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged inaccuracy began about 2 months ago on unknown date and time prior to contacting lfs. The patient stated that he obtained inaccurate high results of between ¿18 and 22mmol/l¿ on the subject meter compared to feelings/normal results, his previous results were normally half this at ¿8-10mmol/l¿. The patient manages his diabetes with insulin (self-adjuster) and oral medications. The patient detailed he took ¿additional insulin¿ in response to an alleged high reading. The patient reported on an unspecified date and time after the product issue, he developed symptoms of ¿shivering, sweating, dizziness, and disturbed vision¿, which he self-treated with ¿lucozade drink and glucose tablets¿. At the time of troubleshooting, the csr determined that the correct unit of measure was used at the time of testing, that the strips had been stored correctly and not passed their expiry date and that the patient did not have control solution to walk through a test. Csr indicated that the issue was resolved with training. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.